Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received erratic results using three vials of test strips from the same lot 671179. The patient received the following results within 15 minutes: date: 10/sep= 280 mg/dl (obtained using his performa meter, using vial #1), date: 10/sep = 200 mg/dl (obtained using his performa meter, using vial #2), date: 10/sep = 130 mg/dl (obtained using his performa meter, using vial #3). The user then walked to a nearby drugstore and performed a comparison with the pharmacy meter and received the following results within 15 minutes: date: 10/sep = 280 mg/dl (obtained using his performa meter, using vial #1), date: 10/sep = 130 mg/dl (obtained using pharmacy meter).